Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that infusion set would become disconnected at quick release. Customer reported that it happened of three different occasions. Customer's blood glucose was between 480 mg/dl and 499 mg/dl. Customer did not want replacement or to troubleshoot, just wanted to report.